Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When the investigation has been completed, a supplemental emdr will be submitted.

Event description:
It was reported that while deploying the sorbafix enhanced fixation system for the first time, two fasteners were observed to have stuck together and deployed, but did not fixate. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that while deploying the sorbafix enhanced fixation system for the first time, two fasteners were observed to have stuck together and deployed, but did not fixate. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in september 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When the investigation has been completed, a supplemental emdr will be submitted. This is an addendum to the initial emdr submitted on 06-aug-2020 to document the results of device evaluation. Functional evaluation of the device was performed with deployment of the remaining four (4) fasteners. It was observed that the subject product was found to have been returned with the tack setback out of sync. This condition is not indicative of the as manufacture condition. No manufacturing anomalies were found. While a definitive root cause cannot be determined, the most likely cause is an event occurring during user / device interface resulting in the out sync components found, which likely led to the deployment issues reported. Based on the investigation performed and sample evaluation, there was no indication that the event as reported was caused by a manufacturing discrepancy. Note also returned with the device were two loose fasteners, there is no indication that the fasteners were "stuck together" as was initially reported. The instructions-for-use (IFU) include with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. Avoid excessive trigger force as this may damage the device." The IFU also states " if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.